Event description:
Device 1 of 2. (See MFR# 1627487-2010-02409 for device #2). On (B)(6) 2009, the pt was implanted with an scs system. The pt experienced intermittent stimulation and uncomfortable stimulation. The ipg and lead were explanted on (B)(6) 2010 and replaced.

Manufacturer narrative:
The device history and sterilization records were reviewed. Device settings were examined to determine if the cause was normal battery depletion. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Normal battery depletion could not be confirmed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.